Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for activation issues to occur.

Event description:
It was reported that during a lap. Gastric bypass, intermittent activation occurred. The device was replaced and the case was completed without any consequence.